Manufacturer narrative:
At this time, the lead has not been returned for evaluation. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that impedances on this right ventricular (rv) lead were high out of range. There was also noise, oversensing, and pacing inhibition present when the device was programmed to bipolar mode. The longest pause resulting from the pacing inhibition was 2 to 3 seconds long. A revision procedure was performed wherein this rv lead was explanted and replaced. The physician also elected to replaced the patient's pacemaker and right atrial (ra) lead during the procedure. No additional adverse patient effects were reported.